Event description:
It was reported that the right ventricular lead was possibly fractured. High impedance was noted and noise observed during pocket manipulation. The lead was turned off, and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.